Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient underwent generator replacement today and battery was not at end of service. The old parameters were set on patient's new generator and heart rate dropped to 30. The output current was lowered from 2.25 to 1.75. The heart rate fluctuated from 66 to 73 and then to 90. Sales rep present decided to turn patient off and the heart rate became more stable in the 80s. No additional relevant information has been received to date.

Manufacturer narrative:
D4. Lot # - correction - inadvertently did not include lot # on initial MDR. D4. Expiration date ¿ correction - inadvertently did not include expiration date on initial MDR h4. Device manufacture date ¿ correction - inadvertently did not include device manufacture date on initial MDR.